Event description:
It was reported that during a saphaneous vein graft to right coronary artery procedure, after pre-dilatation with a trex rx dilatation catheter, a perforation was noted on angiography. A graftmaster 3.0 x 12 did not cross the tortuous lesion. The device was removed and an additional 3.0 x 16 graftmaster crossed the lesion and sealed the perforation. Post procedure, the patient was admitted to the intensive care unit. The patient's condition resolved and the patient was discharged home on (B)(6) 2011, three days after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 12 graftmaster is being filed under a separate medwatch MFR number. There was no reported product deficiency. The reported patient effect of perforation, as listed in the rx trek instructions for use is a known adverse event associated with coronary angioplasty procedures. Perforations can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.